Event description:
The pt was implanted with a left ventricular assist device. Approx 23 months post-implant, the pt reported an alarm while supported by the power base unit and noticed a strange feeling in the area of the pump. No alarms occurred when the pt was supported by batteries. The pt immediately returned to the hospital. After the pt was examined and x-rays were taken, a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.